Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code 1012 and 8004(air valve liftoff failure). This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.